Event description:
Dealer alleges battery indicator states fully charge even though scooter has a very low static charge remaining." Qt# (B)(4).

Manufacturer narrative:
(B)(4) issued MFR. Report #1531186-2012-00574 indicating the manufacturer as CT medical, inc. Located in (B)(4). The correct manufacturer is c.t.m. Homecare products, inc. Located in (B)(4).

Event description:
Dealer alleges battery indicator states fully charge even though scooter has a very low static charge remaining." (B)(4).